Event description:
Event description guidant received information from the paitent that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status in 28 months. The patient is dissatisfied with the longevity of the device.